Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that upon attempting to power their device on, it would not boot-up correctly. No further details or clarification was provided. There was no patient use associated with the reported event.